Manufacturer narrative:
Summarized patient outcomes/complications of hemodynamic performance and midterm clinical outcomes after surgical aortic valve replacement using trifecta and perimount magna valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic kidney disease, cerebrovascular accident, congestive heart failure, coronary artery diseases, and atrial fibrillation. Some of the complications reported were transient ischemic attack, heart failure, tachycardia, heart block, stroke; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: shortened dual anti-platelet therapy duration after percutaneous patent foramen ovale and atrial septal defect closure. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "hemodynamic performance and midterm clinical outcomes after surgical aortic valve replacement using trifecta and perimount magna valves: a japanese single-center experience", was reviewed. This research article is a single-center retrospective study to evaluate the safety of shortened dual antiplatelet therapy (dapt) after patent foramen ovale (pfo)/ atrial septal defect (asd) closure with respect to device thrombosis and clinical stroke. The devices included in the study were amplatzer pfo occluder, amplatzer duct occluder, amplatzer cribiform occluder, and gore cardioform septal/asd occluder. The article concluded that three months or less of dapt may be safe in patients after percutaneous pfo/asd closure. [The primary and corresponding author was dhruvil patel, department of medicine, section of internal medicine, university of chicago medical center, chicago, illinois, with corresponding email: dhruvil.patel@uchicagomedicine.org] the study included all patients 18 years or older who underwent transcatheter pfo/asd closure from 01 january 2010 to 31 december 2021. A total of 194 patients were included in the study, of which 96.3% (188) received an abbott device. The average age was 52.4 years. The majority gender was female. Comorbidities included hypertension, diabetes mellitus, chronic kidney disease, cerebrovascular accident, congestive heart failure, coronary artery diseases, and atrial fibrillation.